Event description:
The customer stated that they have had several issues with the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) interfacing with the bsm-6000 vital signs monitor and the gas parameter not being displayed on the bsm. The "check external device" message intermittently comes up on the bsm screen and the customer has swapped out interface cables and the gas unit but the issue remains. MFR ref # 8030229-2014-00102.